Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in 2007 with lower back pain unrelated to any injury. MRI indicated that the patient had a mild disc bulge in the t11-t12 area using rhbmp-2/acs, however the patient's pain was much lower than this. The patient underwent spinal fusion surgery using cage and rods, and a chest tube was also placed. Immediately post-op the patient was worse. Patient underwent water therapy, but continued to have a lot of pain in the tailbone area. The patient underwent multiple epidural injections. The surgeon told the patient at one point that he may have a tumor in his spine, so a body scan was performed. The scan was negative, no cancer. The patient continues to have pain. Reportedly a scan done on the lowerback indicated that the patient had facet fractures in the l5-s1 area. The patient reportedly underwent "medically unnecessary, experimental" spines surgeries where medtronic hardware consisting of cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Additional information.

Event description:
It was reported that on: (B)(6) 2007: the patient presented with the following preoperative diagnosis: degenerative discogenic disease at t11-t12. He underwent the following procedures: 1. Two stage anterior t11-t12 diskectomy. 2. Interbody cage fusion with peek fusion with rh-bmp-2/acs and bone graft at t11-t12. 3. Posterior spinal fusion from t11 through t12, with pedicle screws and rod instrumentation. 4. T11 to t11 arthrodesis. Per op notes, the t11-t12 disc was removed and the contralateral annulus was exposed. A trial spacer was then inserted. This was removed and peek cage was then placed in the disc space, as well as rhbmp-2/acs and bone graft. A high speed drill was used for arthrodesis at t11 and t12. A small piece of gelfoam was laid over the exposed spinal cord, then helios, as well as rhbmp-2/acs as bone graft. No patient complications were reported. (B)(6) 2008: the patient underwent CT scan. The radiologist explained that the patient suffered from two pars fractures, but they had long since been healed, and that the patient had probably been born with them. He also explained that the patient had an extra vertebrae.

Event description:
It was reported that the post-operative period was marked by increasingly severe pain. It was reported that imaging studies showed that the patient had developed uncontrolled bone growth and nerve impingement at or near the implant site.

Event description:
It was reported that in fall of 2007 patient began to have occasional low back pain. On (B)(6) 2007, the patient underwent a thoracic spinal fusion surgery. The patient was implanted with rhbmp-2/acs. Post-op, patient alleged suffering of continual extreme and constant pain. Patient now suffers constant pain and immobility, which he did not have prior to the surgery.

Manufacturer narrative:
Brand name: unknown hardware, infuse bone graft. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.